Manufacturer narrative:
Pt info: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a 12.6mm, vticmo12.6, -12.5/3.5/70, implantable collamer lens tore/broke during injection/delivery into the eye. The lens was implanted, removed and replaced within the same surgery and the problem resolved. There was no patient injury. The cause of the event was unknown.